Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler 30 instrument was analyzed and found to have a broken grip cable at the pivot tube. The cable was fully broken. The segment of the cable that contains the crimp was no longer intact. The missing cable crimp was not returned. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.